Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported left-side "exchange due to concerns with the product". Healthcare professional later reported "intracapsular left breast silicone implant rupture" confirmed via MRI and "grade 4 capsular contracture on the left". Device was explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b3, b5, b6, b7, h6.

Event description:
Patient reported left side "exchange due to concerns with the product". Healthcare professional later reported "intracapsular left breast silicone implant rupture" confirmed via MRI and "capsular contracture baker grade IV on the left". Healthcare professional also reported "a small associated seroma" found during surgery. Patient undergone capsulectomy. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 4, rupture.

Event description:
Patient reported left-side "exchange due to concerns with the product". Healthcare professional later reported "intracapsular left breast silicone implant rupture" confirmed via MRI and "grade 4 capsular contractures on the left". Device remains implanted.